Manufacturer narrative:
No device was returned to olympus for evaluation. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Olympus was informed that the user facility staff did not replace the endoscope reprocessor water filter as often as required. No patient infections or injuries reported.